Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that the bd ultra fine¿ insulin pen needle failed to deliver insulin during priming and the injection due to a bent non-patient end needle. The following information was provided by the initial reporter: "during priming and injecting, no insulin flow. It happened with more than one pen needle from the box but does not have exact count. Stated, when she removes pen needle, the non patient end is bent."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ insulin pen needle failed to deliver insulin during priming and the injection due to a bent non-patient end needle. The following information was provided by the initial reporter: "during priming and injecting, no insulin flow. It happened with more than one pen needle from the box but does not have exact count. Stated, when she removes pen needle, the non patient end is bent".